Event description:
Seven out of nine doctors have had some sort of reaction to these latex medical gloves. Their hands tend to break out in a rash. In severe cases, the skin tends to dry, crack, and blister in addition to the rash. Since these same doctors have never had any similar reactions to the latex medical gloves that were supplied in the past, many feel that it may be the powder line in this particular brand of gloves.